Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the foreign material stain could not be identified nor the foreign material stain itself. An attempt to obtain additional information was performed, but it was unable to be provided due to the site not being aware of this event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the flap of a biliary plastic stent got caught up at the gap of the forceps elevator of the evis exera iii duodenovideoscope. Additional information is being requested regarding event. There was no harm or user injury reported due to the event.